Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 3 years post implantation due to ongoing patellar pain. No further information is available.